Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 49 mg/dl and 159 mg/dl. The customer was treated with ate candy and drank (B)(6) for low blood glucose level. Customer reported they did not receive a sensor updating or sensor glucose not available alert. Customer reported they did receive a calibration not accepted alert. The customer declined troubleshooting for high blood glucose event.the device will not be returned for analysis.